Event description:
On 5/7/91, an ipp device was implanted. On 12/2/94, the pump was revised. On 7/26/96, the cylinders and pump were removed from the pt and replaced. Due to a leak in the left cylinder.